Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to glenosphere dissociation and instability/dislocation. Tray and poly also removed. Stem and baseplate remained from previous surgery.